Manufacturer narrative:
The device was not returned to zoll medical corp; the suspect bridge board was removed and returned. The malfunction was duplicated and attributed to a faulty transistor on the bridge board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.